Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the surgeon noticed an off axis crack on an intraocular lens (iol) implanted on the (B)(6) 2016. The lens was not exchanged at the time of surgery. No further information provided.

Manufacturer narrative:
In the initial MDR, the date was inadvertently not populated. The date of (B)(6) 2016 should have been entered. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
It was learnt that the visual acuity post-op was 6/7.5. No symptoms reported. Date of birth: (B)(6) 1946, sex: male. (B)(4). No sample was received, as the lens remains implanted. No testing was performed. The reported device problem code was not verified. Manufacturing records were reviewed for this production order and the devices were manufactured within specifications. The units were released according to specification. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing controls review, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.